Event description:
A hospital in (B) (6) reported that the gas outlet fitting of (B) (4) was broken. No patient consequence was reported.

Manufacturer narrative:
(B) (4). Based on the initial investigation conducted by our (B) (4) office, the gas outlet fitting of (B) (4) was loose inside as it had been unscrewed and fallen out. A follow up investigation will be conducted once we receive the complaint device. A follow up MDR will be provided.